Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) prematurely deployed during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is report 4 of 4. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed. After the procedure the operator pulled the delivery wire out from microcatheter and the stent was left inside the microcatheter. The stent was found to be deformed. The distal part of the stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was found to be intact. Functional inspection was unable to perform as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the analysis results. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The stent was found to be deployed and deformed. Based on the additional information, after the procedure the operator pulled the delivery wire out from microcatheter and the stent was left inside the microcatheter. The sdw was found to be kinked/bent and. The stent introducer sheath was found to be intact. An assignable cause of procedural factors will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deployed prematurely during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.